Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead displayed noise and oversensing which led to an inappropriate shock. After the shock was delivered, the device displayed a code which indicated that the device shocked into a shorted lead condition. The resulting shock impedance was less than 20 ohms. The patient was seen for a revision procedure where the device was explanted and the lead was surgically abandoned. The device has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. External visual inspection noted minor body fluid contamination in the lead barrels. X-ray inspection noted the plasma fuse was damaged. A review of the device memory confirmed the reported error codes. The damage to the device was induced when a shock was delivered into the shorted right ventricular lead.